Event description:
Malfunction of test strips caused low glucose readings. Due to these readings, I experienced all the symptoms of high glucose, sweating, increased thirst, fatigue, dizziness, irregular heartbeat, nausea, headaches, blurred vision, etc. Dates of use: (B)(6)2010. Diagnosis or reason for use: test glucose.